Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak from the cartridge chemistry (cc) reagent probe a of the unicel dxc 800 synchron system (dxc 800). Customer reported that the dxc 800 displayed "smart module" error after reboot. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) booted the dxc 800 successfully, and primed the dxc 800 20 plus times without leaks. The fse replaced the vacuum valve to reagent probe as precaution. To date, customer has not reported further leaking issue and smart module failure.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).